Event description:
A falsely elevated troponin I result of 1.0 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested on an alternate analyzer and a result of <0.03 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the sample by dade behring inc. Indicates that the cause for the falsely elevated troponin I results was heterophilic antibody interference.

Manufacturer narrative:
No further evaluation of the device is required. Data indicates that the falsely elevated troponin I results were caused by heterophilic antibody interference. The IFU for stratus cs cctni test pak contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." Dade behring inc. Received and tested a sample from the patient and confirmed the heterophilic interference. The instrument is performing within specifications.